Manufacturer narrative:
Evaluation summary: the sample was returned by the customer. A visual examination of the exterior of the returned sample showed dust, dirt and hair on the cap and shoulder of the bottle. The cap was removed to observe the solution, the solution appeared to have no visible particulates, and had typical odor, coloring and clarity. The complaint history was reviewed for this lot and there were no other complaints of this nature reported. Review of the compounding and filling mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Additional info requested by fax and mail on 03/24/2011 and 03/29/2011. A completed questionnaire was received on 03/29/2011. (B)(4).

Event description:
A doctor's office reported a pt was seen on (B)(6) 2011 complaining of a burning sensation in her eyes and discharge in her right eye. The doctor stated that she had worn her contact lenses until (B)(6) 2011 and that 90% of her right cornea was gone. Additional info was provided in a questionnaire received on (B)(6) 2011. The doctor diagnosed the pt with chemical keratitis in the right eye only. The pt discontinued use of the product and contact lenses. The doctor reported she is being treated with an antibiotic eye drop and the keratitis is resolving.